Event description:
A customer reported a malfunction in their insulin pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer had experienced this malfunction three times previously. Technical support decided to replace the pump and provided instructions for returning the faulty pump. They reassured the customer that a replacement with updated software would be sent, and training would be available through the tandem source account. The customer was advised on the steps to follow upon receiving the replacement pump and acknowledged understanding these instructions. Reportedly, the customer continued to use the pump for insulin therapy.